Event description:
It was reported that during a routine follow up, the pulse generator displayed an error message. The device remained implanted. No other information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.